Manufacturer narrative:
Shakiness.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter had been reading inaccurately for about a month and a half prior to contacting lfs. (Meter to feelings/normal results do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages his diabetes with insulin, which he self-adjusts. He reported that around 8:30pm on (B)(6) 2018, he obtained a blood glucose result of 274 mg/dl on the subject meter and administered 25 units of insulin. He stated that after an hour, about 9:30pm, he obtained a further result on the meter of 479 mg/dl. He reported that because of this reading, he tested his blood glucose level using an old metrix meter and a new meter and obtained results of 110 and 118 mg/dl. He indicated that he administered a further dose of 25 units of insulin. The patient alleged that after another hour, he developed symptoms of ¿sweating, nausea, dizziness & shakiness¿. He denied receiving any treatment for his symptoms above or beyond the normal routine of diabetes care and management. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the cca also noted that the patient¿s test strips had sometimes been removed from their vial and stored incorrectly in a pouch. Education on the correct test strip storage was provided by the cca. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating, nausea, dizziness & shakiness, after obtaining alleged inaccurately high results on the subject meter and injecting insulin. Although the patient had been storing his test strips outside their vial, invalidating the results obtained, the subject meter could not be ruled out as a cause or contributor to the event.